Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 973 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 973 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of appendectomy, loop electrosurgical excision procedure, ovarian cyst, parity 3 and multi gravida. Concurrent conditions were listed as uterine prolapse, endometrial hyperplasia, endometriosis and cystadenoma. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 960 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2014. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: clinical history: pelvic pain, right ovarian cyst, abnormal uterine bleeding. Specimen: uterine scrapings, right tube, and ovary. Diagnosis: endometrial curettage: simple endometrial hyperplasia without atypia. Right adnexa salpingo oophorectomy: serous cystadenoma (6.0 cm), ovary. Benign fallopian tube. Para tubal cyst. Gross description: the second specimen is further designated "right tube & ovary". It consists of an opened/ collapsed cyst, measuring 6 x 4.3 x 2.1 cm. The wail is smooth. It contains clear serous and bloody fluid. It is multiloculated and has smooth lining. There is a fallopian tube segment, measuring 6.2 cm in length by 0.4 cm in diameter. There is a para tubal cyst measuring 0.4 cm in greatest dimension. There is also residual ovary seen grossly. On (B)(6) 2014: specimen: uterus, left tube and ovary, vaginal mucosa diagnosis: uterus, left fallopian tube and ovary (laparoscopic hysterectomy/unilateral salpingoophorectomy/ oophorectomy) cervix: no pathologic diagnosis. Endometrium: basalis layer. Myometrium: no pathologic diagnosis. Left fallopian tube: no pathologic diagnosis. Left ovary: cystic follicles. Vaginal mucosa: benign squamous mucosa. Gross description: the right allopian tube and ovary are surgically absent. The fallopian tube has pink smooth serosa with normal fimbriated ends, the left fallopian tube measures 6.8 cm in length and 0.4 cm in diameter with essure wire. Microscopic: section of fallopian tube is unrem. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Lab data (surgical pathology report) added. Medical history, concomitant conditions, and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.